Event description:
It was reported that the tunnel dilator 6.5mm device had rust and metal shavings inside, the tunnel dilator 7.0mm device had rust inside, the tunnel dilator 8.5mm device had rust and metal shavings inside, the tunnel dilator 9.5mm device had rust and metal shavings inside, the tunnel dilator 10.0mm device had rust and metal shavings inside, the tunnel dilator 10.5mm device had rust inside, the tunnel dilator 11.0mm device had rust and metal shavings inside, the tunnel dilator 11.5mm device had rust inside, and the tunnel dilator 12.0mm device had rust inside. It was not reported if the devices was used in a surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No additional information could be provided. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.